Event description:
It was reported that, a r3 straight shell impactor welds broke off. As this was noticed in a service and repair, not patient was involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and confirmed the r3 straight shell impactor failed as result of a weld failure at the strikeplate. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Factors and/or potential causes that could contribute to the reported event have been identified as fatigue loading of the weld joint caused by repeated impacts. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Since the manufacturing of the complaint device, design and process changes have been implemented to eliminate/ reduce the occurrence of this failure. The returned product was produced before this change was in effect. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.